Event description:
It was reported that, during preparation for retrograde intrarenal surgery (rirs) procedure, while unpacking fiber, a foreign body dropped out from packing. The device was removed. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Event description:
It was reported that, during preparation for retrograde intrarenal surgery (rirs) procedure, while unpacking fiber, a foreign body dropped out from packing. The device was removed. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. It was confirmed that the foreign matter that dropped out was part of the fiber.

Manufacturer narrative:
This report is report is being submitted to correct the device codes (h6) field in section h, device manufacturers only. This report is report is being submitted to correct the additional MFR narrative (h11) field in section h, device manufacturers only. Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the tip was in good condition. However, there were burn marks on the connector face and light was passing through the connector. Functional test identified that the aiming beam was bright and round. However, visual inspection identified that the radio-frequency identification (rfid) chip was separated from the connector, this component is placed into the connector with gluing and possibly with handling or sterilization after usage the connector fragment became loose and fell out. Therefore, the reported event was confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged event of foreign matter dropping out of the packaging, as the foreign body was the rfid chip which is a component of the fiber.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the tip was in good condition, however, there were burn marks on the connector and light was passing through the connector. Also, the aiming beam was bright and round. However, visual inspection identified that the radio-frequency identification (rfid) chip was separated from the connector, the rfid chip is part of the fiber. This component is placed into the connector with gluing and most likely with handling or sterilization after usage the connector rfid chip became loose and fell out. Therefore, the reported event was confirmed.

Event description:
It was reported that, during preparation for retrograde intrarenal surgery (rirs) procedure, while unpacking fiber, a foreign body dropped out from packing. The device was removed. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.